Event description:
The customer had a routine appointment and had a lab comparison performed. The device read 320 mg/dl and the lab result was 249 mg/dl. This was a non fasting test and the customer had taken their medication 2 hours before the test. The customer also stated about a month ago another lab comparison was performed. The device result was 194 mg/dl and the lab result was 92 mg/dl.level one control was in range. A request was made for the return of the suspect device and replacement product was sent.